Manufacturer narrative:
Additional information: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The monthly report for the time period of when amo was notified of the event does not show any significant change over historical complaint limits. There was no product deficiency identified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
UDI #: (B)(4). Field service visited account and realignment delivery system and performed energy calibration. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported flap was unable to be raised on left eye only due to sidecut not completely cut. The flap was not lifted and no loss of best corrected visual acuity (bcva) reported. Excimer procedure was aborted and patient was scheduled for a new femtolaser treatment in a month. This is 1 of 2 reports.